Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose was 400 mg/dl.